Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received from the consumer reported that their implantable neurostimulator (ins) and leads were taken out in (B)(6) 2012 because they needed better coverage. They had paddle leads put in. When they removed the ins they noticed the sutures in the pocket were no longer there. The ins almost fell out. The patient was indicated for spinal pain and radiculopathy. No causes were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.